Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by ocsm, omsc presume that the reported event occurred because the cable unit was damaged. However, it was not possible to identify the cause of the reported event and the damage to the cable unit. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was noisy and the image could not be seen due to noise. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.